Event description:
The customer reported to olympus during preparation for a unspecified diagnostic procedure, a e103(lamp light-up error) occurred on the visera elite xenon light source. The procedure was completed using a similar device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered the fan didn't rotate. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
Updated fields: h6 and h10. Corrected fields: g2 (added foreign, other; china). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the devices fan failed but the cause could not be specified. Olympus will continue to monitor field performance for this device.